Event description:
It was reported patient underwent joint reconstruction procedure on (B)(6), 2009. Subsequently, patient underwent revision on (B)(6), 2012 due to fracture of the taper of the femoral stem.

Manufacturer narrative:
Evaluation of returned device found evidence that implant fractured due to fatigue. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01297-1 / 01298-1).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01298).